Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported, "staff had to open the sterile white paper in order to get the breast implant out, because the inner clear sterile packaging would not release from the outer non-sterile packaging". It is unknown, if surgery was completed with a backup device.